Event description:
It was reported that the patient with this pacemaker's holter electrogram (egm) showed an asystole. Technical services (ts) reviewed the reports and provided potential pauses on the external egm, such as a difference in morphology between the ventricular pace and sense on the holter and the signals were not properly identified on the external device. Another potential cause is loss of capture (loc) on the right ventricular (rv) lead channel. Ts advised troubleshooting of the rv lead to rule out a lead integrity issue. The device remains in use. No additional adverse patient effects were reported.